Manufacturer narrative:
Not returned - discarded by customer.

Event description:
It was reported that the cbcii stopped working after collecting blood. A spare device was used to successfully transfuse the patient. There were no medical intervention or adverse consequences reported with this event.

Manufacturer narrative:
This record is being submitted because the investigation has been completed.

Event description:
It was reported that the cbcii stopped working after collecting blood. A spare device was used to successfully transfuse the patient. There were no medical intervention or adverse consequences reported with this event.